Manufacturer narrative:
Reported event: it was reported that during a mako l tkr the anterior chamfer cut was deep by approximately 1mm with final implant on. This has been an occurring problem at st george private and is believed to be a faulty mics hand piece. The mics also had problems when changing saw attachments - it was stiff and the attachments were difficult to remove. The final implant did not fit perfectly - there was a 1mm gap on the anterior chamfer product evaluation and results: not performed as no items were returned. Product history review: cannot be performed as the lot/ serial is unknown. Complaint history review: cannot be performed as the lot/ serial is unknown. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During a mako l tkr the anterior chamfer cut was deep by approximately 1mm with final implant on. This has been an occurring problem and is believed to be a faulty mics hand piece. The mics also had problems when changing saw attachments - it was stiff and the attachments were difficult to remove. The final implant did not fit perfectly - there was a 1mm gap on the anterior chamfer.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako l tkr the anterior chamfer cut was deep by approximately 1mm with final implant on. This has been an occurring problem and is believed to be a faulty mics hand piece. The mics also had problems when changing saw attachments - it was stiff and the attachments were difficult to remove. The final implant did not fit perfectly - there was a 1mm gap on the anterior chamfer.